Event description:
Pt had one abdominal abscess form approximately 7-10 days prior to day of report, and a 2nd abscess form 4-5 days prior to day of report. Pt experienced high blood glucose levels (>600 mg/dl) around 5 days prior to reported event date. Pt self-treatment high blood glucose, but was prescribed antibiotics to treat abscesses.